Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error two days in a row. Customer's mother stated the blood glucose reading is 198 mg/dl. Caller stated the drive support cap is flush. Nothing further reported.